Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, granddaughter reported the patient has been hospitalized for hypoglycemia and hyperglycemia multiple times while using the infusion device system. She was hospitalized 2 times in 2012; once for hyperglycemia above 1,500 mg/dl and once with hypoglycemia of 29 mg/dl. Prior to the hypoglycemic event, she had gone to bed without eating a snack. She was incoherent, and her granddaughter contacted the paramedics. Paramedics provided treatment of IV glucose and transported her to the hospital. She was discharged approximately 1 week later when her blood glucose stabilized. She was hospitalized on (B)(6) 2013 and (B)(6) 2013 for hyperglycemia. Her blood glucose was above 1,100 mg/dl when she was admitted on (B)(6) 2013. Her granddaughter does not know what treatment was provided or how long she was hospitalized. The patient began to vomit on (B)(6) 2013, and her son contacted the paramedics. Her blood glucose was 1,023 mg/dl when she was admitted to the hospital, and she was still there at the time of the report. The patient had been off the infusion device for 3 days and her blood glucose was still erratic. Her basal rates were changed about a month ago due to severe hypoglycemia at night. The patient has been sick intermittently, and her granddaughter reported, she is a brittle diabetic and blood glucose is "all over the place." No allegations were made against the infusion device during the initial report, and no issues were noted during troubleshooting. Follow-up was completed with granddaughter on (B)(6) 2013. The patient was released from the hospital and started using the backup infusion device on (B)(6) 2013. Follow-up was completed with patient on (B)(6) 2013. Her blood glucose elevated to "hi" mg/dl on (B)(6) 2013 while using the backup infusion device. She delivered insulin via the infusion device, and her blood glucose lowered to 319 mg/dl. Her physician advised hyperglycemia was caused by her sodium levels dropping. No allegations were made during the follow-up call. The granddaughter called again on (B)(6) 2013 and reported the primary infusion device was the cause of the hospitalizations. Her blood glucose has been "fine" on the backup infusion device. The infusion device and adapter were replaced and requested for evaluation. The cartridge and infusion set were discarded and will not be returned.